Event description:
A nurse reported that blood leaked out of the extension tubing. She was not sure of the exact product number or where the leak occurred. There was no patient harm reported and no medical intervention was required. Customer stated that no further patient/event information is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.